Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of cable damage, its negative lead connector wheel was broken off and its cable was twisted. It was noted that its continuity tested ok and no intermittent connections were found. This event was assessed and is being processed as part of a retrospective review of events, which was in response to MDR criteria re visions and ongoing process improvements. (B)(4).

Event description:
It was reported that the cable that were to be used with the external pulse generator had its tightening wheel broken off and its cable was twisted. The user indicated that the cables should last longer. The method used to sterilize the cables will be evaluated in order to determine if it could be a factor in the issue. The cables were returned to service. No patient complications have been reported as a result of this event.